Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported there had been ¿upticks¿ in the number of pump motor stalls with gablofen in the pump.